Event description:
It is reported that a customer's doctor called stating that the customer's insulin pump does not function correctly and wants to know the difference between the different insulin pump models. The patient's blood glucose level was unknown. The doctor was not with the customer at the time off the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.